Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode poor barrier separation. Bd was not able to identify a root cause for the indicated failure mode. Complaints for sample quality are under statistical control for the month of (B)(6) 2023. At this time, further testing is not indicated. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube there was poor barrier separation of the sample. The following information was provided by the initial reporter. The customer stated: "the laboratory department found that after a batch of vacuum blood collection tubes were centrifuged, the serum and plasma in the tubes could not be separated, resulting in waste of samples, and immediately reported this problem to the procurement center."

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube there was poor barrier separation of the sample. The following information was provided by the initial reporter. The customer stated: "the laboratory department found that after a batch of vacuum blood collection tubes were centrifuged, the serum and plasma in the tubes could not be separated, resulting in waste of samples, and immediately reported this problem to the procurement center."

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.